Event description:
Customer reported that the pump battery was depleting too quickly, causing the pump to shut down. There was no reported impact to the customer¿s blood glucose level. The customer continued to use current pump.